Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during a left shoulder stabilization procedure, when the surgeon was attempting to pass the "accupass left curve 45°" through labrum at 5 o'clock position, the nylon loop could not wind out despite surgeon continuing to scroll the wheel. Therefore, the accupass was removed from the joint and nurse attempted re-threading a new nylon loop, re-straightening the nylon, off-setting limb lengths, and it still did not slide out despite turning the wheel,the nylon stopped sliding out half way, allowing only a small amount of the loop to be exposed. The surgeon was able to use a grasper to pull the suture through loop; however, it was unable to removed the accupass from the joint for fear of pulling the nylon loop with it. In consequence, the surgeon had to bend the accupass to allow room for grasper within cannula, which bent shaft/handle of accupass on removal the joint. Finally, the surgeon was able to finish the case after with no significant delays. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.